Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Patient ID: requests for patient information made on 03/18/22 and 03/30/22. No information provided to date. Legal manufacturer: (B)(4).